Event description:
The pt's husband reported, his wife went into a coma and was hospitalized. The MFR's rep was requested to come to the hosp to turn off his wife's intrathecal pump. The husband stated, he "was unsure of why his wife went into a nonresponsive state because his wife has other medical issues". Add'l info has been requested, but was not available at the time of this report.